Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the issue was due to a faulty cable unit causing communication failure. However, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that the image was lost during a procedure. The intended therapeutic procedure was completed after replacing the device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a faulty cable unit. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.